Event description:
IV catheter was inserted and blood sample obtained with vacutainer and tubes. Encountered difficulty when attempted to place t-connector to the hub of IV. Threads on the t-connector were defective and caused patient to lose approximately 50cc of blood.